Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A return sample for evaluation is not expected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4)

Event description:
The nurse reported the hospice patient had the flexi-seal fecal management system (fms) inserted due to diarrhea. The nurse indicated the device was in use for 28 days. The nurse stated the ¿fms tubing rubbed against the mucosa of the rectum resulting in injury.¿ the pressure injury was reported as ¿unstageable¿ and was treated with a packed dressing. At an unspecified time after the reported event, the patient expired. The nurse stated she ¿didn¿t think the cod (cause of death) was related to the flexi issues at all.¿ although requested, no further patient or event details were provided.